Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 587 mg/dl. Customer's blood glucose value was mg/dl at the time was unknown. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer did not troubleshoot for high readings. The device settings were correct. Customer was advised to change the infusion set due to a bent cannula. The product was not returned for analysis.